Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a sample mix test, which failed. The cse replaced the sample mixer, auto-aligned the sample 1 probe (s1) and ran a quick check and service tests. The cse performed alignment and ran mix tests, which passed. The cse ran quality controls and obtained a cuvette horizontal motor in motion mismatch error. The cse replaced the communication board (cb-25), after which the cuvettes loaded without any errors. The cse reran qc and obtained a cuvette ring motor error. The cse exercised cuvette ring in diagnostics and the cuvette ring motor test passed. During a follow-up visit, the cse replaced the reagent 1 (r1) arm and removed plastic debris from the wash probe c to fix a low vacuum error. The cse auto-aligned the r1 arm, ran a quick check, performed resetting and let off-peak activities resume. The cse ran precision testing, which was acceptable. The cause of the discordant, falsely low calcium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on four patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.